Manufacturer narrative:
There are two lot numbers involved. Part number:cm-8002, lot #: 59303-2, manufacturing date: 08/15/2016, expiration date: 08/31/2021. Part number:cm-8002, lot #: 56106-6, manufacturing date: 12/31/2015, expiration date:12/31/2020.

Event description:
It was reported that "the passer needle of the crossfix curve failed to pass." Two devices failed to pass suture. It was also reported that " two straight crossfix devices were used to finish the procedure, and the first one was pulled out, possibly due to potential compromised tissue from the misfires."